Event description:
At 32 yrs old rptr had had 5 biopsies of the breast for cysts. Was told because of her strong family history of breast cancer should have a bi-lateral mastectomy and silicone gel implants. Rptr was told nothing of any risks but only the positive side eg, she would never have to worry about cancer again. Rptr had the surgery(s) and was sick for 17 years before she has a rupture of the right implant. She had no idea that that could happen. When she has surgery to explant the implants, they both had ruptured and she had a pulmonary embolism after surgery. Was in hosp 10 days and is now totally disabled from sle. She cannot walk without a walker and has cognitive dysfunction.